Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing onsite service for the device, it was identified by a philips field service engineer (fse) that the unit failed to recognize the installed therapy cable. There was no patient involvement.